Event description:
During the placement of the vaginal sling surgeon was using a pair of straight mayo scissors. He used the scissors to cut a portion of the sling (was not cutting tissue at the time) and one of the tips of the scissor flew off and landed on the floor nearby. As soon as this was noticed, rn searched the surrounding areas, found the piece and placed the broken piece as well as the scissors in a biohazard bag. It was confirmed by surgeon that there was no piece that could have been left behind in the patient. When the items were placed in the bag it was confirmed that all parts were present.